Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoid colectomy, when the first device was introduced via the rectum for introducing the trocar (spike) to close the tissue gap, the surgeon noticed some more dissection was needed to take place on the rectal stump. The device was only turned half a turn according to person handling the device up until this point. It was noted that the device was then closed. They never saw the integrated trocar (spike) come out. The device was taken out of the rectum. Dissection was completed on the rectal stump. The device was introduced, they noticed green in the eye of the window upon looking at the device again. They thought something was wrong with the device and decided to use a second device. Normal steps are taken with the second device and all seemed fine. They said it was green in the eye of the window. The second device was never fired. They could not get the handle to close. A third device was opened and due to the previous issues was not used. Then they decided to use a competitor¿s device to complete the case. There was tissue damage as slight tear of the mucosa.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.